Event description:
It was reported that a patient underwent an atrial flutter procedure with a stockert 70 rf generator and suffered a skin burn of 3rd degree. The patient¿s medical history is unknown. During procedure, as they were removing equipment from patient¿s back, a skin burn of 3rd degree was noted with a diameter of 6¿ where it was the indifferent electrode. The burn was confirmed by a skin burn consult. The procedure was aborted because the physician was unable to get across a sizable pouch. The patient required medical intervention: sterilization cloths were placed on the burn. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant bwi products: product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710fj282ct, lot # 17024049m; product: thermocool® smart touch¿ bi-directional navigation catheter, us catalog # d132704, lot # 17059033m; product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Evaluation summary for analysis results. (B)(4). It was reported that a patient underwent an atrial flutter procedure with a stockert 70 rf generator and suffered a skin burn of 3rd degree. The patient¿s medical history is unknown. During procedure, as they were removing equipment from patient¿s back, a skin burn of 3rd degree was noted with a diameter of 6¿ where it was the indifferent electrode. The burn was confirmed by a skin burn consult. The procedure was aborted because the physician was unable to get across a sizable pouch. The patient required medical intervention: sterilization cloths were placed on the burn. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The investigational analysis has been completed. The equipment was evaluated and no failure was noted. The equipment was found within specification. During preventive maintenance (pm), it was found an old revision of the measurement board. The measurement board was replaced. The equipment was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The old revision found on measurement board does not contribute to the skin burn reported. The customer complaint was not confirmed. Management is notified of failure analysis through the monthly trending reports. An internal corrective action has been opened to investigate skin burn events.